Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor did not alert to low blood glucose of 30 mg/dl. Customer's blood glucose at the time of the call was 262 mg/dl. Customer declined to troubleshoot their low blood glucose and indicated they would call back. No further details given.